Event description:
Reportedly, the pt underwent a laparoscopic procedure where during the procedure a component disengaged into the pt's cavity and was not retrieved. An x-ray did not reveal the component in the cavity. The hosp has reported no injury to the pt.